Event description:
A customer contacted (B)(4) regarding leakage from the cassette on the homechoice (hc) unit. The home patient (hp) stated he had opened the door in the morning a few times in the prior week and the cassettes had been covered with fluid. The technical service representative (tsr) advised the hp to call baxter if this happens again. On (B)(6) 2010 (B)(4) spoke with the hp's wife who stated there was no leak in the cassette nor was there any leak in the bag. The wife stated she does not know where the fluid came from but she did confirm the area was wet when she opened the door to remove the cassette. There were no adverse events associated with this report. The hp's wife explained that they had the clamp closed on the patient line during prime; however, have corrected this error and have had no problems since. The wife was still using the same lot of supplies so provided the lot number. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.